Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient had not had a bowel movement and was ¿bugged out¿ because of it. At about a few days later, patient further reported that she was constipated and was taking percoset as well. Patient also had increased voiding in the morning after having two cups of coffee. Patient did not feel like she was emptying her bladder completely. Patient also had pain in her tail bone area. Additional information received from patient on april 24 2017 reported that she had back pain, also constipation for several days. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.